Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -11.50/3.5/093 (sphere/cylinder/axis) lens tore during injection/delivery into the right eye (od) on (B)(6)2024. On (B)(6) 2024 the lens was implanted, removed intra-operatively. Cause reported as device.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).